Event description:
On july 6th, 2019, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra mini meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2019, at 10:00pm. He reported that he obtained an alleged inaccurately high result of "160mg/dl" on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin "humalog (3 times a day after a meal which is 20 units) and 40 units at night" and made no change to his usual diabetes management routine in response to the alleged product issue. The patient stated that an unspecified time after the alleged product issue began, he "lost consciousness". The patient reported that he was taken to ER where he had his blood glucose tested on the ER meter and obtained a result of 26mg/dl and was treated by an hcp with unspecified IV fluids. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient was unable to provide test strip information as the label on the vial was worn out. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.